Manufacturer narrative:
(B)(4). Date sent: 1/28/2026. Corrected data: d9, h6, h11. Investigation summary: the product was returned for evaluation. The har1136 device was returned inside its original packaging. Upon visual inspection, it was noted that the tyvek was opened. In addition, insufficient adhesion to the blister was observed. Additionally, photos were provided and they showed the condition of the reported event. Our manufacturing process has been identified to be the possible cause of this issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery quality system. A manufacturing record evaluation was performed for the finished device batch y7057h, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/11/2025. D4 batch #: y7057h. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The har1136 device was returned inside its original packaging. Upon visual inspection, it was noted that the tyvek was opened. In addition, the device was not used. Additionally, photos were provided and they showed the condition of the reported event. No conclusion could be reached as to what caused that the tyvek was open. A manufacturing record evaluation was performed for the finished device batch y7057h, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/2/2025. D4 batch#: unknown. Additional information was requested and the following was obtained: which portion of the packaging was damaged (tyvek, plastic/blister, white outer box, etc.)? When the package was observed at sukagawa site, the tyvek partially peeled away from the blister. Was sterility compromised as a result of the packaging damage? When we received the package, the sterility was compromised, since it was opened. Could you please provide the lot/batch number? Y7057h. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown surgery, it was found that the package had already been opened and the device was not used. This event was found before use. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.